Event description:
This was a left sided cardiac lead removal case, a total of 3 leads (ra & 2 - rv) all of which were (B)(6), due to an acute infection. The make/model of the leads was unk per the md. The md also stated the pacemaker was deemed no longer necessary as the pt was noncompliant with f/u care and refused further treatment. All 3 leads were prepped with lld-ezs and lasing began with 14f sls ii and visisheath (B)(4). The first rv lead was extracted with success. The second rv lead was extracted by upsizing to the 16f sls ii and visisheath (B)(4). The md began lasing the ra lead with the 16f sls ii and visisheath (B)(4) until severe scarring was encountered in the svc. The laser sheath would not progress any further and the md decided to remove the lld, cut, cap, and abandon the lead. The pt was moved to recovery, stayed overnight in the hospital and discharged with specific f/u instructions. Approx one week later the pt developed a low grade fever and chest pain, visiting the local hospital (not sacred heart mc). A chest x-ray (cxr) was taken and read as "negative" and the pt was discharged with instructions to return to sacred heart mc for a series of tests. The pt refused. One week following the pt returned to the local ER with fever and shortness of breath. A second cxr was taken and the diagnosis of hemopneumothorax was made. The pt was treated with a chest tube successfully and discharged with antibiotics. The extraction physician believes there was a clinically undetected micro-tear of the svc that slowly leaked into the pt's chest cavity and eventually sealed itself off. But with no pt f/u or definitive testing this remains only a theory. As of (B)(6) 2011 the pt still had not followed up with the physician who performed the lead extraction per discharge instructions from now 2 different facilities. All devices were disposed of after the extraction procedure as there were no issues identified at the time.